Event description:
It was reported the patient had thoracic surgery four weeks ago and since that time their stimulation had been 'different.' It was stated that reprogramming was completed and the patient was able to get stimulation in the right leg and back, but could not get stimulation to cover the left leg. About a week later, it was reported that 'some' therapeutic effect was able to be attained through reprogramming. It was indicated up until the previous reported surgery, the patient's restore 'advanced' was working 'appropriately.' It was unclear which device was being referred to as the patient had two systems (restore ultra and restore). Additional information had been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37711, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator. (B)(4).